Manufacturer narrative:
The insulin pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind, and displacement test. However, we were unable to prime the pump during the prime/compromised force sensor system test. A motor error alarm occurred during the basic occlusion test due to a faulty force sensor resistor. No traces of moisture were noted at the keypad traces, electronic assemblies, or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had a foggy screen on the insulin pump. Customer stated that the issue started last night and this morning it was totally fogged. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer stated that she keeps the pump in her bra and there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.